Event description:
It is reported that the nails used in the total knee implant were to large to go through the implant. Surgery was completed with different nails.

Manufacturer narrative:
Evaluation summary: as returned, scuff marks are noted which could be consistent with an attempt to pass the nails through an opening smaller than the head diameter. Most probably, the diameter of the hole reamed might be smaller than the diameter of the inserted nail. The detail on the notch opening where the nail was inserted was unk. It is unk whether the technique used correlated with the surgical technique. Instruments used are unk; x-rays are not provided. There is insufficient info provided in the per to determine the root cause of the reported event. Eval: mfg records are in order and do not indicate any mfg anomalies. Dimensions taken are within spec.